Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked alarm and reported the battery issue. The customer reported no adverse event. The event involved products mmt-1715kr, mmt-332a, and mmt-399a. Troubleshooting was not performed for insulin flow blocked alarm as the event was resolved in the past. Troubleshooting was declined for the battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1715kr was requested, and the customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-332a and mmt-399a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest, occlusion test, sleep current and active current. Unit was monitored and functioning properly. No delivery alarm during testing. The pump history file/traces download was successful using thus. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date. 03/13/2025 09:53:00.000 to 03/13/2025 17:27:34.000 no delivery (7). 03/13/2025 09:53:00.000 normalbolusdelivered. Eventtype = 220. Sourceid = pump (ngp is in open loop state). Historyrecordlength = 26. Systemtime = 03/13/2025 09:53:00.000. Bolusprogrammingmethod = bolus wizard. Bolusnumber = 1. Presetbolusnumber = 0. Normalbolusamountprogrammed = 6.775. Bolusamountdelivered = 4.975. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm not found in the formatted history file and on the event date. Unit was cut/open and inspected and found no moisture damage found. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: cracked case (battery tube). Not confirmed failed battery alarm and no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.